Manufacturer narrative:
Examination of the returned complaint device consisted of the watchman access system (was). The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed sheath damage (flattened) that was 23 mm in length and started at the tip, and tip damage (delamination). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 24jan2018. It was reported that device placement issue occurred. A left atrial appendage (laa) closure procedure was performed. A watchman ® access system and 33mm watchman ® laa closure device & delivery system were used. The closure device was deployed but the laa was too big and very shallow causing the closure device to protrude too much. The procedure was not completed due to this event. No patient complications were reported and the patient¿s status is stable. However, device analysis revealed inner liner delamination.